Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. After the sheath was inserted and the dilator removed, the physician attempted to aspirate through the sheath but encountered resistance. The sheath was then removed and tested on the back table. While it could be flushed, aspiration continued to meet resistance. The issue was resolved by replacing the faradrive sheath. The procedure was completed without any patient complications. The sheath has been received at boston scientific post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. A steady flow of air was observed during aspiration testing. A tear by the center slit of the internal hemostatic valve was found. This type of issue can compromise the valves ability to aspirate.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. After the sheath was inserted and the dilator removed, the physician attempted to aspirate through the sheath but encountered resistance. The sheath was then removed and tested on the back table. While it could be flushed, aspiration continued to meet resistance. The issue was resolved by replacing the faradrive sheath. The procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.